Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury for code 103 (underdelivery) for products is approx 0.05/million sets.

Event description:
The pump reportedly failed delivery accuracy testing. This was noted as an out of box failure. Biomed engineering reports "the pump was delivering approximately 10-25% below expected delivery amount." Exact delivery values were not available, the technician just recalls the device underdelivering significantly. They test devices using a nerodyne dempsey device. The pump had never been place in pt use.